Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubies in m6 drawer 1.1 failed to open. A field service engineer (fse) guided the customer through the recovery process for the failed pocket by unloading the storage space when the medication was no longer physically present. The customer successfully completed the recovery steps, resolving the issue without requiring any hardware repair. The system functioned as intended after field service engineer assisted the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es 3 west m6 drawer 1.1 had a pocket failure and drawer failure. Cubie d1, which was originally assigned to alprazolam 0.5, was affected. The customer attempted to recover the drawer; the lid opened and prompted for a count, but upon closing the lid, the device displayed a failed storage space requires maintenance message. The pocket did not reopen to allow reassignment and reloading of the medication in the d1 position. Additionally, the customer attempted to open several other unassigned cubie lids through drawer configuration; however, none opened in that drawer even after clearing the initial bus failure message with reboots. Cubies eb2, d3, d5, e2, and e5 in drawer 1.1 were also reported with bus failure messages. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.